Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Event description:
The customer observed a falsely elevated b-hcg result on the architect i1000sr analyzer. The following data was provided: initial 9, repeats 9, 29 miu/ml. The grayzone results (5.0 to 25.0 miu/ml) were retested and upon retest, the customer observed a false reactive b-hcg result. There was no impact to patient management reported.